Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received that high voltage impedance measurement was ranging to 80 ohms. Approximately 11 times in the previous year, the measurement was zero ohms. Triad configuration elicited 85 ohms, coil to can 85 ohms and cold can coil to coil greater than 200 ohms. Electromagnetic interference (emi) was suspected as the cause for the zero ohms reading. The device was reprogrammed coil to can. Additional information was sought from the local area sales representative, however, no information was available.. To date, no adverse patient effects were reported as a result of this clinical observation.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
The implantable cardioverter defibrillator (ICD) was explanted during a therapy upgrade procedure and returned for analysis. No adverse patient effects were reported.

Event description:
Boston scientific received information that the implantable cardioverter defibrillator (ICD) with the right ventricular (rv) lead exhibited low out-of-range (oor) shock lead impedance of 0 ohms. The field representative indicated that patient was being seen in the hospital due to syncope however, the observation was not related to the device. Daily measurements were reviewed and there were multiple occasions of 0 ohms impedance measurement in the past year. Additional information indicates that the cause was undetermined. At this time, the system remains in service at this time. No adverse patient effects were reported.